Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital for routine follow up. Upon interrogation high lead impedance, loss of capture at the highest output and sensing amplitude had decreased. Isometrics were performed by the patient with values the same. A fluoroscopy shows probable lead fracture. The patient was discharged. No intervention had been reported.

Manufacturer narrative:
Correction: